Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The option-lok make adapter of the tubing set was connected to the pt's heparin lock. The both branches of the bifurcated tubing set was clamped using the slide clamps and was not being used to deliver medication. After an unspecified length of time during the night shift rounds, the nurse noted blood leaking from connection of one of the branches' tubing and "y" connection of the tubing set. The customer contact could not specify the volume of blood loss. The tubing set was replaced and therapy was resumed. It was reported that the one of the branches of the bifurcated tubing set was replaced and therapy was resumed. It was reported that one of the branches of the bifurcated tubing set "came apart" from the "y" connector of the tubing set. Upon visual examination, it was reported that the distal end of the tubing was noted to be "slightly jagged" and that an unspecified amount of tubing remained inside of the "y" connector. There were no adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unk. The customer contact identified a possible lot number. The possible lot number is 01269ns. This report represents all the info known by the reporter upon query by hospira personnel.